Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the hdmi connector pins were damaged and resulted in a complete loss of image halfway through the intubation. It was reported that they were able to recover the image and successfully complete the intubation. No delay in the procedure, use of a backup device, or harm to the patient was reported.

Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the glidescope core smart cable used during the reported event was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported cable failure. Visual inspection confirmed that the smart cable's hdmi connector was damaged by a blade retention pin. The customer's smart cable failed verathon's device functionality testing. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to the customer already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for ongoing trends.